Event description:
Patient referred to center for management of recurrent lower extremity peripheral vascular disease. Nonsurgical candidate; attempt by interventional radiology to restore flow through balloon angioplasty in the right superficial femoral artery via left common femoral artery. Difficulty noted during passing of balloon through 5.5 fr balkin sheath. That sheath was removed and a small separation noted in the outside covering. The 5.5 fr sheath was replaced with a 6.0 balkin sheath, and the angioplasty successfully completed. When the 6.0 sheath was removed, significant separation was noted, and the outer covering broke. Vascular surgery was consulted, and the patient taken to the or for retrieval of foreign body. The patient was noted to have significant scar tissue and atherosclerotic arteries. Surgery was successful; no other problems noted.